Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent hypoglycemia, including a blood glucose of 55 mg/dl, after the system delivered correction boluses during periods of elevated glucose and the user at times paused insulin and did not announce meals per prior healthcare provider guidance. Investigation included review of available device data and user report, as well as user education and troubleshooting. Investigation of this case revealed that user behaviors such as pausing insulin, overcorrecting lows, and not announcing meals affected automated insulin delivery and contributed to the hypoglycemia. Symptoms included low blood glucose requiring treatment. Outcomes included use of oral carbohydrate to resolve the event and additional training arranged for device use. It was concluded that, based on previously established findings for similar reports, the device functioned as designed and that the event was related to user interaction and glucose management practices. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.